Event description:
Caller states that the device read 36 mg/dl while a lab drawn 5 minutes later produced a result of 3 mg/dl. No treatment received based on device results. No adverse event reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.